Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl at the time of the incident. The customer was in the 480 mg/dl before taking a shot, and in the 200 mg/dl range at the time of the call. The customer used manual injections to treat. The customer experienced symptoms such as rapid heartbeat, dry eyes, heart pounding, pain in the arms, and dehydration. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed but no issues were found. The customer stated they had continuous highs for the previous 5 days. The customer also had severe lows that rendered them incoherent. The customer stated they may have pressed buttons and accidentally changed settings during the incidents. The insulin pump will not be returned for analysis.